Manufacturer narrative:
On december 3, 2020, mentor received additional information providing updates to the following information: patient identifier, patient's date of birth, date of event, date of implant, date of explant. All relevant fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 12, 2020, mentor became aware of erroneously submitted data in the previous report. Section h5. Labeled for single use? Was incorrectly marked "no." All breast implants are labeled for single use. Section h5 has been correctly updated to "yes." Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with ce med height te 650cc and experienced a deflation on an unknown side post-operatively. As a result, the patient underwent explantation on an estimated date of (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor received an updated lot number for the device, which confirmed that the device had been received for analysis on december 17, 2020. In addition, it was confirmed that the patient's impacted side was the right side. On (B)(6) 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak test and microscopic examination of the returned device. During the visual analysis of the returned sample ce med height te 650cc no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures and it revealed a tear on the posterior view, measuring approximately 0.2 cm. A microscopic examination was performed and the cause of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).